Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator recharger (insr) didn't work and on two occasions, the patient was shocked; once while charging and once after charging. Due to this issue, the patient stopped using the device and this issue was discovered in 2017. For factors that might have contributed to the issue, the patient stated that he would know when the implantable neurostimulator (ins) needed recharging as he would have to increase intensity, and/or it would die on occasion. The rep concluded that if the patient had increased the intensity enough when the ins had enough charge, the intensity that he had increased it to could be what he was experiencing as a jolt. An appointment was scheduled for (B)(6) 2019 for a device reset. At this appointment, the rep will also run an impedance check, check adaptive stim features and remind the patient of intensity fluctuations at time of recharging. Surgical intervention was not planned, and the patient was alive with no injury at the time of the report. There were no further complications reported or anticipated.